Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was indicated the device had been used to deliver lioresal. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) who reported that the patient experienced acute onset spasticity when the pump was beeping and the motor could not be restarted prior to the pump replacement. Per this reporter, the pump was delivering compounded baclofen. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving unknown baclofen (2000 /cc at 564 mcg) via an implanted pump. It was reported the patient's pump was alarming every 10 minutes and was a dual tone alarm. It was noted the pump had been implanted for 6 years. Logs showed a motor stall had occurred on (B)(6) 2020 at 10:50 am and did not recover. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2020 and the issue resolved.